Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer's current blood glucose reading was 231 mg/dl. Customer was treated with manual injection for high blood glucose. Customer blood glucose value when admitted to hospital was 130 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Customer was experienced nausea and pain. Customer stated that he was not using auto mode feature active at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).